Manufacturer narrative:
The customer at (B)(6) hospital in (B)(6) reported that during spect reconstructions using "astonish" algorithm and or "attenuation correction" with "scatter correction", the reconstructed images might be inaccurate in the autospect pro application on intellispace portal. There was no patient involvement with this event, and there was no report of injury to pt. As immediate containment action, a stop shipment was initiated for the autospect pro application on intellispace portal. The investigation analysis concluded that the problem is due to software defects in the implementation of the "astonish" algorithm and the "scatter correction" functions that were not discovered during the verification test. Internal cross reference: complaint pr # (B)(4). Complete MDR mailed on february 5, 2014.

Event description:
Phillips received info from the customer reporting that during spect reconstructions using "astonish" algorithm and or "attenuation correction" with "scatter correction", the reconstructed images might be inaccurate in the autospect pro application on intellispace portal.